Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer was treated through an insulin drip and released from the hospital on (B)(6) 2015. Customer loaded a new cartridge and infusion set, and pump appears to be functioning as expected.